Manufacturer narrative:
(B)(4) the device was not returned for evaluation but a device history review was obtained for lot number 78931. There is nothing in the device history record that would indicate that the devices were released with any non-conformance's that would contribute to the complaint.

Event description:
It was reported on (B)(6) 2018 patient underwent a surgical procedure with laam sometime in may of 2018 with an atriclip ach140. There were no reported device malfunctions. The patient developed mediastinum inflammation so the surgeon performed a re-operation on (B)(6) 2018 and observed inflammatory reaction not found around the clip but observed at the front of the pericardium. On (B)(6) 2018, the inflammation was treated with intravenous antibiotics and lavage around the sternal at the reoperation site. The clip remained implanted. No additional adverse patient effects were reported. There was no reported device malfunction. From the facts provided and the historic record of the product, there is no clear correlation between the device and the mediastinal inflammation, however because we cannot definitively rule out cause, report is being filed.